Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30513707m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring catecholamine administration. After the ablation procedure, cardiac tamponade was checked by echo. The procedure was completed without any problem, but tamponade was confirmed when echo was checked at the time of hemostasis. Because it was a small amount, no drainage was performed, and catecholamine was added to see how it goes in the ICU. The physician commented that there was no causal relationship with the product. No problems with the product. This adverse event was discovered post use of biosense webster products. Catecholamine was administered. Patient condition was reported as improved. The patient's condition was stable and the patient was transferred from the ICU to the general ward. It was not reported extended hospitalization was required. Prior to noting the CT ablation was performed. There was no evidence of steam pop. The event occurred after ablation procedure completed. It was not reported that there was any error message observed. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.